Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/6/2023, it was reported by a sales representative via sems that qty. 2 of an ar-8737-37 driver shaft had an issue. While putting in an interfrag screw for an mtp fusion procedure on (B)(6) 2023, both driver shafts for the micro comp ft screws snapped. The surgeon inserted the screw by hand and did not put excessive torque. This occurred during use with no patient harm. Additional information has been requested. On 6/13/2023, the sales representative stated the following information via phone: this occurred twice in a row in the same case. The driver shafts broke inside the patient, and all fragments were removed each time. Additional information was requested. On 6/20/2023, the sales representative stated the following information via email: the case was completed by pulling the k-wire out and using a solid driver.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted that the tip of the device was damaged. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use and/or over-torqueing/over-engaging the driver with the screw head.